Event description:
It was reported that balloon rupture occurred. After a 7fr non-boston scientific (bsc) introducer sheath was introduced and a 180cm non-bsc guidewire crossed the lesion, a 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during first inflation at 20 atmospheres (atm), the balloon ruptured. Another 7.0 x80, 75cm gladiator elite balloon catheter was advanced and inflated at 16 atm; but it also ruptured. Both balloons were removed and the procedure was completed with a 7x40 non-bsc device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: a gladiator device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 55mm in length and extended from a position 23mm proximal of the proximal markerband to 3 mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. After a 7fr non-boston scientific (bsc) introducer sheath was introduced and a 180cm non-bsc guidewire crossed the lesion, a 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during first inflation at 20 atmospheres (atm), the balloon ruptured. Another 7.0 x80, 75cm gladiator elite balloon catheter was advanced and inflated at 16 atm; but it also ruptured. Both balloons were removed and the procedure was completed with a 7x40 non-bsc device. No patient complications were reported.